Event description:
Patient's home health nurse (B)(6) reported when she started pump it had an error message "system timeout". Infusion was not started yet but the vials of medication had been opened. Nurse tried to turn pump on and off multiple times and replaced batteries but the error message would not clear. The screen was locked with error message and none of the buttons were active. Patient has gravity tubing on hand and the infusion will be completed today with it. No dose of medication will be missed. Pump replacement order has been scheduled for (B)(6) 2025. Unknown if pump is on hand for return to manufacturer. No further information, details or dates provided.